Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. The following sections were updated: upon receiving additional information of the reported event, it was determined that this product was not the cause of the event. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: (B)(6), compr vrs glen pps min tpr adr; lot#: 66988833. Item#: (B)(6), cr 40mm glenosphere std cocr; lot#: 66759541. Item#: (B)(6), cr vivacit-e 40mm brng +3; lot#: 65994929. Item#: (B)(6), humeral tray neutral; lot#: 65513054. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial eft shoulder surgery approximately three (3) months and one (1) week ago. Subsequently, the patient underwent a revision surgery due to impingement of the implants. The vrs baseplate was modified and the glenosphere and humeral tray were explanted.